Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-nov-14. It was reported that the clinic was not aware of the issue that the catheter was ¿too much of a nightmare.¿ they also were unaware that the patient was unable to walk and reported that the patient would drive, walk and got the wheelchair out of the truck. It was indicated that no actions/interventions were taken to resolve the reported symptoms and catheter issue and stated that covenant pain center (cpc) was not aware of the issue. It was noted that the patient was no longer a patient at cpc. The patient¿s weight at the time of the event was (B)(6)pounds. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2017-oct-24 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back syndrome - other. It was reported that in (B)(6), the catheter was "too much of a nightmare." It was noted that the patient went from walking with a one-arm cane to being back in a wheel chair and not walking at all.